Manufacturer narrative:
Information was received indicating that the device was not in clinical use when the reported issue occurred. A field service engineer (fse) was dispatched, and it was reported that the motor control (mc) printed circuit board assembly (pcba) was replaced, and the device was tested. The fse noted that the correct results were obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen with an image that was fluctuating during programing. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer requested the device be serviced.

Manufacturer narrative:
A service engineer (se) was dispatched, and it was determined that the device displayed an over-voltage protection (ovp) circuit failed error code. The customer was provided with a new quote to have the device repaired.